Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred and a work order was created for a warranty replacement. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a ventilator inoperative condition occurred and a work order was created for a warranty replacement. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. New information: the ventilator was returned to the manufacturer product investigation lab (pil) for evaluation and the customer¿s complaint of ventilator inoperative alarm could not be duplicated. Pil visually inspected the bipap a40 and did not observe anything to note. The technician reviewed error logs and noted the ventilator inoperative alarms did show in the error logs. An error code indicating a pressure regulation alarm event occurred was present in the logs. The unit was disassembled to view the etched disk. The disk is partially clogged with debris that appears to have originated from an external source. An additional error code was found in the error logs and the o2 sensor was found to be reading 22.5 at ambient. The technician verified that the unit ran without alarm or error at the pil and was operating on software version 1.1.4.0. This unit has been scrapped.